Event description:
The customer received questionable vancomycin results for one patient from the cobas c501 analyzer serial number (B)(4). On (B)(6) 2014, the result was 8.2 mg/l. On (B)(6) 2014, the result was 9.9 mg/l. On (B)(6) 2014, the result was 14.4 mg/l. The vancomycin dose was increased at the same time. After the (B)(6) 2014, the results were very low such as 3.1, 3.3 and 2.3 mg/l on different tubes. These tubes were sent to another lab, and tested on an integra analyzer on (B)(6) 2014. The result was 38.1 mg/l. Additional results of were provided. It was unclear if these results were from the same sample. (B)(6) 2014: 2.8 mg/l, 2.2 mg/l (B)(6) 2014: 1.2 mg/l, 0.0 mg/l, 0.0 mg/l (B)(6) 2014: 1.1 mg/l, 0.5 mg/l, 0.8 mg/l, 31.4 mg/l. The results of 3.1 mg/l had been reported outside the laboratory. The patient was not harmed by any action taken. Interference was suspected and a sample from the patent was submitted for further investigation.

Manufacturer narrative:
A sample from the patient was provided for investigation and tested on a cobas c501 and an integra analyzer. The results were similar to the results obtained by the customer. It was suspected that the sample contains a factor that inhibits the (B)(4) enzyme in the assay. The nature of this factor could not be identified, but could potentially be an antibody. A cross-reactivity experiment was performed and none of the drugs given to the patient seemed to be a potential enzyme inhibitor.

Manufacturer narrative:
The event occurred in (B)(6).